Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after successfully delivering two shocks to a female patient, the medic attempted to deliver a third shock and the device made a loud popping sound and the device's display went blank. The medics turned the device off then back on and the device displayed an unknown error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.